Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that although it was supposed to be switched out of MRI mode, it was later noticed that the display showed 'stimulation is off.' There were no known environmental, external, and patient factors that may have caused the event. It was confirmed during verbal communication that stimulation was turned on. It was stated that the stimulator's battery level is at 50%. Since the battery level of the stimulator is sufficient, it was explained that the stimulation on/off might switch due to the influence of surrounding devices. They were advised to contact the manufacturer by phone if any issues arise. The issue was resolved at the time of the report. No health damage was reported.